Manufacturer narrative:
Manufacturer email: (B)(6).

Event description:
It was reported that during a procedure to treat a benign prostatic hyperplasia (bph) and stones, the fiber that was being used for the first time snapped outside the patient and caused an injury to the physician. The physician had some blisters on his right thumb. No injury occurred to the patient and the procedure was completed successfully with another fiber.